Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report a code 6 - response buttons stuck. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 6 - response buttons stuck) has been confirmed. Upon evaluation, there was contamination on the front response button contact. The cause of the code 6 is the contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress of an unknown liquid. No adverse event resulted from the contaminated response button. The patient received a replacement monitor.